Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown, granuloma.

Event description:
Healthcare professional reported through regulatory agency "cysts on mammary prostheses¿, "aortic and mitral valves degeneration", "asthma and "copd/niddm". This record is for left side. Device was explanted. It is unknown if the device will be returned.